Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and systemic lupus erythematosus ("lupus") in a 51-year-old female patient who had essure (batch no. 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding. Concurrent conditions included obesity, gastroesophageal reflux disease, panic attack, pulmonary stenosis, type ii diabetes mellitus, systemic lupus erythematosis, shortness of breath, palpitation, bronchitis, nausea and heartburn. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge"), pain ("stabbing pains/body aches"), fatigue ("fatigue/cant keep up with everyday task"), weight decreased ("weight loss") and bronchitis chronic ("chronic bronchitis"). In 2011, the patient experienced paraesthesia ("tingling in arms, legs and feet"), alopecia ("hair loss/hair falling out with bathing and brushing/hair very thin") and restless legs syndrome ("restless leg"). In 2012, the patient experienced fibromyalgia ("fibromyalgia"), toothache ("dental problems tooth ache pain in all teeth, throbbing"), tooth fracture ("chipped teeth"), dyspnoea ("shortness of breath"), the first episode of palpitations ("palpitation") and asthenia ("weakness in arm and leg"). In 2013, the patient experienced abdominal distension ("bloating"), vision blurred ("blurry vision"), dyspepsia ("chronic heartburn") and eye pain ("eye pain"). In 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leaking urine"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal discharge sometimes bloody"), menorrhagia ("menorrhagia/severe bleeding / abnormally large blood clots") and dysmenorrhoea ("dysmenorrhea (cramping) severe menstrual cramps, dry severe cramps in between periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), feeling abnormal ("brain fog"), amnesia ("memory loss"), abdominal pain lower ("cramping"), hormone level abnormal ("hormone test abnormal"), rash papular ("itchy red bumpy skin"), depression ("depression") with depressed mood and crying, migraine ("migraines"), headache ("headaches"), vasodilatation ("swollen blood vessels"), weight increased ("weight gain"), menstruation irregular ("irregular periods"), lymphadenopathy ("swollen lymph"), muscular weakness ("weakness in arms and legs"), reading disorder ("trouble reading"), adnexa uteri pain ("r & l ovaries pain"), arthralgia ("left and right hip pain"), the second episode of palpitations ("palpitation"), hyperhidrosis ("severe sweating"), mass ("bump"), weight fluctuation ("weight fluctuation/only up or down 5lbs"), loss of libido ("no libido"), muscle spasms ("leg cramp"), blood glucose increased ("high blood sugar"), pruritus ("itching scalp"), cerebral disorder ("brain shocks") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, abdominal distension, feeling abnormal, amnesia, hormone level abnormal, vaginal haemorrhage, rash papular, depression, fibromyalgia, urinary incontinence, migraine, nausea, toothache, tooth fracture, dysmenorrhoea, vaginal discharge, vision blurred, pain, vasodilatation, fatigue, weight increased, alopecia, menstruation irregular, lymphadenopathy, muscular weakness, reading disorder, adnexa uteri pain, arthralgia, bronchitis chronic, dyspepsia, hyperhidrosis, mass, asthenia, eye pain, weight fluctuation, loss of libido, muscle spasms, restless legs syndrome, pruritus and cerebral disorder outcome was unknown and the abdominal pain lower, paraesthesia, menorrhagia, headache, weight decreased, the last episode of palpitations, dyspnoea, blood glucose increased and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, amnesia, arthralgia, asthenia, blood glucose increased, bronchitis chronic, cerebral disorder, depression, dysmenorrhoea, dyspepsia, dyspnoea, eye pain, fatigue, feeling abnormal, fibromyalgia, headache, hormone level abnormal, hyperhidrosis, loss of libido, lymphadenopathy, mass, menorrhagia, menstruation irregular, migraine, muscle spasms, muscular weakness, nausea, pain, paraesthesia, pelvic pain, pruritus, rash papular, reading disorder, restless legs syndrome, systemic lupus erythematosus, tooth fracture, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage, vasodilatation, vision blurred, weight decreased, weight fluctuation, weight increased, the first episode of palpitations and the second episode of palpitations to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-jun-2018: events:chronic bronchitis, palpitations, pruritus, shortness of breath, chronic heartburn, severe sweating, palpitation, eye pain, no libido, restless leg, brain shocks, abdominal pain, high blood sugar were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and systemic lupus erythematosus ("lupus") in a 51-year-old female patient who had essure (batch no. 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding. Concurrent conditions included obesity, gastroesophageal reflux disease, panic attack, pulmonary stenosis, type ii diabetes mellitus, systemic lupus erythematosis, shortness of breath, palpitation, bronchitis, nausea and heartburn. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge"), pain ("stabbing pains/body aches"), fatigue ("fatigue/cant keep up with everyday task"), weight decreased ("weight loss") and bronchitis chronic ("chronic bronchitis"). In 2011, the patient experienced paraesthesia ("tingling in arms, legs and feet"), alopecia ("hair loss/hair falling out with bathing and brushing/hair very thin") and restless legs syndrome ("restless leg"). In 2012, the patient experienced fibromyalgia ("fibromyalgia"), toothache ("dental problems tooth ache pain in all teeth, throbbing"), tooth fracture ("chipped teeth"), dyspnoea ("shortness of breath"), the first episode of palpitations ("palpitation") and the first episode of muscular weakness ("weakness in arm and leg"). In 2013, the patient experienced abdominal distension ("bloating"), vision blurred ("blurry vision"), dyspepsia ("chronic heartburn") and eye pain ("eye pain"). In 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leaking urine"). In april 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal discharge sometimes bloody"), menorrhagia ("menorrhagia/severe bleeding / abnormally large blood clots") and dysmenorrhoea ("dysmenorrhea (cramping) severe menstrual cramps, dry severe cramps in between periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), feeling abnormal ("brain fog"), amnesia ("memory loss"), abdominal pain lower ("cramping"), hormone level abnormal ("hormone test abnormal"), rash papular ("itchy red bumpy skin"), depression ("depression") with depressed mood and crying, migraine ("migraines"), headache ("headaches"), vasodilatation ("swollen blood vessels"), weight increased ("weight gain"), menstruation irregular ("irregular periods"), lymphadenopathy ("swollen lymph"), the second episode of muscular weakness ("weakness in arms and legs"), reading disorder ("trouble reading"), adnexa uteri pain ("r & l ovaries pain"), arthralgia ("left and right hip pain"), the second episode of palpitations ("palpitation"), hyperhidrosis ("severe sweating"), weight fluctuation ("weight fluctuation/only up or down 5lbs"), loss of libido ("no libido"), muscle spasms ("leg cramp"), blood glucose increased ("high blood sugar"), pruritus ("itching scalp"), cerebral disorder ("brain shocks") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, abdominal distension, feeling abnormal, amnesia, hormone level abnormal, vaginal haemorrhage, rash papular, depression, fibromyalgia, urinary incontinence, migraine, nausea, toothache, tooth fracture, dysmenorrhoea, vaginal discharge, vision blurred, pain, vasodilatation, fatigue, weight increased, alopecia, menstruation irregular, lymphadenopathy, the last episode of muscular weakness, reading disorder, adnexa uteri pain, arthralgia, bronchitis chronic, dyspepsia, hyperhidrosis, eye pain, weight fluctuation, loss of libido, muscle spasms, restless legs syndrome, pruritus and cerebral disorder outcome was unknown and the abdominal pain lower, paraesthesia, menorrhagia, headache, weight decreased, the last episode of palpitations, dyspnoea, blood glucose increased and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, amnesia, arthralgia, blood glucose increased, bronchitis chronic, cerebral disorder, depression, dysmenorrhoea, dyspepsia, dyspnoea, eye pain, fatigue, feeling abnormal, fibromyalgia, headache, hormone level abnormal, hyperhidrosis, loss of libido, lymphadenopathy, menorrhagia, menstruation irregular, migraine, muscle spasms, nausea, pain, paraesthesia, pelvic pain, pruritus, rash papular, reading disorder, restless legs syndrome, systemic lupus erythematosus, tooth fracture, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage, vasodilatation, vision blurred, weight decreased, weight fluctuation, weight increased, the first episode of muscular weakness, the first episode of palpitations, the second episode of muscular weakness and the second episode of palpitations to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and systemic lupus erythematosus ("lupus") in a 51-year-old female patient who had essure (batch no. 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding. Concurrent conditions included morbid obesity, gastroesophageal reflux disease, panic attack, pulmonary stenosis, type ii diabetes mellitus, systemic lupus erythematosis and shortness of breath. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), abdominal distension ("bloating"), feeling abnormal ("brain fog"), amnesia ("memory loss"), abdominal pain lower ("cramping"), paraesthesia ("tingling in arms, legs and feet"), hormone level abnormal ("hormone test abnormal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash papular ("itchy red bumpy skin"), depression ("depression") with depressed mood and crying, fibromyalgia ("fibromyalgia"), urinary incontinence ("bladder or urinary problems or changes leaking urine"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), toothache ("dental problems tooth ache pain in all teeth, throbbing"), tooth fracture ("chipped teeth"), dysmenorrhoea ("dysmenorrhea (cramping) severe menstrual cramps, dry severe cramps in between periods"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision"), pain ("stabbing pains/body aches"), vasodilatation ("swollen blood vessels"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), menstruation irregular ("irregular periods"), lymphadenopathy ("swollen lymph"), muscular weakness ("weakness in arms and legs"), reading disorder ("trouble reading"), adnexa uteri pain ("r & l ovaries pain"), arthralgia ("left and right hip pain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, abdominal distension, feeling abnormal, amnesia, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, rash papular, depression, fibromyalgia, urinary incontinence, migraine, nausea, toothache, tooth fracture, dysmenorrhoea, vaginal discharge, vision blurred, pain, vasodilatation, fatigue, weight increased, alopecia, menstruation irregular, lymphadenopathy, muscular weakness, reading disorder, adnexa uteri pain and arthralgia outcome was unknown and the paraesthesia, headache and weight decreased was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, amnesia, arthralgia, depression, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, headache, hormone level abnormal, lymphadenopathy, menorrhagia, menstruation irregular, migraine, muscular weakness, nausea, pain, paraesthesia, pelvic pain, rash papular, reading disorder, systemic lupus erythematosus, tooth fracture, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage, vasodilatation, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-mar-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, lab data, events hormone test abnormal, abnormal bleeding (vaginal), menorrhagia, itchy red bumpy skin, depression, sadness, crying, fibromyalgia, bladder or urinary problems or changes, migraines, headaches, nausea, dental problems tooth ache pain in all teeth, throbbing and chipped teeth, tingling in arms, legs and feet, dysmenorrhea (cramping) severe menstrual cramps, dry severe cramps in between periods, vaginal discharge, blurry vision, body aches, swollen blood vessels, fatigue, weight gain, hair loss, irregular periods, swollen lymph, weakness in arms and legs, trouble reading, r & l ovaries pain, left and right hip pain, weight loss were added. On 2-apr-2018: processed with fu1. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 51-year-old female patient who had essure (batch no: 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concurrent conditions included obesity, gastroesophageal reflux disease, panic attack, pulmonary stenosis, type ii diabetes mellitus, systemic lupus erythematosis, shortness of breath, palpitation, bronchitis, nausea and heartburn. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge"), pain ("stabbing pains/body aches"), fatigue ("fatigue/cant keep up with everyday task") and bronchitis chronic ("chronic bronchitis") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced paraesthesia ("tingling in arms, legs and feet"), alopecia ("hair loss/hair falling out with bathing and brushing/hair very thin") and restless legs syndrome ("restless leg"). In 2012, the patient experienced fibromyalgia ("fibromyalgia"), toothache ("dental problems tooth ache pain in all teeth, throbbing"), tooth fracture ("chipped teeth"), muscular weakness ("weakness in arms and legs"), dyspnoea ("shortness of breath") and palpitations ("palpitation"). In 2013, the patient experienced abdominal distension ("bloating"), vision blurred ("blurry vision"), dyspepsia ("chronic heartburn") and eye pain ("eye pain"). In 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leaking urine"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal discharge sometimes bloody"), menorrhagia ("menorrhagia/severe bleeding / abnormally large blood clots") and dysmenorrhoea ("dysmenorrhea (cramping) severe menstrual cramps, dry severe cramps in between periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("lupus"), feeling abnormal ("brain fog"), amnesia ("memory loss"), abdominal pain lower ("cramping"), rash papular ("itchy red bumpy skin"), depression ("depression") with depressed mood and crying, migraine ("migraines"), headache ("headaches"), vasodilatation ("swollen blood vessels"), menstruation irregular ("irregular periods"), lymphadenopathy ("swollen lymph"), reading disorder ("trouble reading"), adnexa uteri pain ("r & l ovaries pain"), arthralgia ("left and right hip pain"), hyperhidrosis ("severe sweating"), weight fluctuation ("weight fluctuation/only up or down 5lbs"), loss of libido ("no libido"), muscle spasms ("leg cramp"), pruritus ("itching scalp"), cerebral disorder ("brain shocks"), abdominal pain ("abdomen pain"), inflammation ("it measures inflammation in the body"), allergy to metals ("cramps were a effect of nerve damage that the nickel was causing"), rhinorrhoea ("she had a runny nose down") and sepsis ("infection that turned septic") and was found to have hormone level abnormal ("hormone test abnormal"), weight increased ("weight gain") and blood glucose increased ("high blood sugar"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, abdominal distension, feeling abnormal, amnesia, hormone level abnormal, vaginal haemorrhage, rash papular, depression, fibromyalgia, urinary incontinence, migraine, nausea, toothache, tooth fracture, vaginal discharge, vision blurred, vasodilatation, fatigue, weight increased, alopecia, menstruation irregular, lymphadenopathy, muscular weakness, reading disorder, adnexa uteri pain, arthralgia, bronchitis chronic, dyspepsia, hyperhidrosis, eye pain, weight fluctuation, loss of libido, muscle spasms, restless legs syndrome, cerebral disorder, inflammation, allergy to metals, rhinorrhoea and sepsis outcome was unknown, the abdominal pain lower, paraesthesia, menorrhagia, headache, weight decreased, dyspnoea, palpitations, blood glucose increased and abdominal pain was resolving, the dysmenorrhoea and pain had resolved and the pruritus had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amnesia, arthralgia, blood glucose increased, bronchitis chronic, cerebral disorder, depression, dysmenorrhoea, dyspepsia, dyspnoea, eye pain, fatigue, feeling abnormal, fibromyalgia, headache, hormone level abnormal, hyperhidrosis, inflammation, loss of libido, lymphadenopathy, menorrhagia, menstruation irregular, migraine, muscle spasms, muscular weakness, nausea, pain, palpitations, paraesthesia, pelvic pain, pruritus, rash papular, reading disorder, restless legs syndrome, rhinorrhoea, sepsis, systemic lupus erythematosus, tooth fracture, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage, vasodilatation, vision blurred, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram: on an unknown date: results: total bilateral occlusion. Lot number: 704969, manufacture date:2010-01, expiration date: 2013-01. Concerning the injuries reported in this case, the following one was reported via social media: infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: social media received- new event infection was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 51-year-old female patient who had essure (batch no. 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concurrent conditions included obesity, gastroesophageal reflux disease, panic attack, pulmonary stenosis, type ii diabetes mellitus, systemic lupus erythematosis, shortness of breath, palpitation, bronchitis, nausea and heartburn. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge"), pain ("stabbing pains/body aches"), fatigue ("fatigue/cant keep up with everyday task") and bronchitis chronic ("chronic bronchitis") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced paraesthesia ("tingling in arms, legs and feet"), alopecia ("hair loss/hair falling out with bathing and brushing/hair very thin") and restless legs syndrome ("restless leg"). In 2012, the patient experienced fibromyalgia ("fibromyalgia"), toothache ("dental problems tooth ache pain in all teeth, throbbing"), tooth fracture ("chipped teeth"), muscular weakness ("weakness in arms and legs"), dyspnoea ("shortness of breath") and palpitations ("palpitation"). In 2013, the patient experienced abdominal distension ("bloating"), vision blurred ("blurry vision"), dyspepsia ("chronic heartburn") and eye pain ("eye pain"). In 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leaking urine"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal discharge sometimes bloody"), menorrhagia ("menorrhagia/severe bleeding / abnormally large blood clots") and dysmenorrhoea ("dysmenorrhea (cramping) severe menstrual cramps, dry severe cramps in between periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("lupus"), feeling abnormal ("brain fog"), amnesia ("memory loss"), abdominal pain lower ("cramping"), rash papular ("itchy red bumpy skin"), depression ("depression") with depressed mood and crying, migraine ("migraines"), headache ("headaches"), vasodilatation ("swollen blood vessels"), menstruation irregular ("irregular periods"), lymphadenopathy ("swollen lymph"), reading disorder ("trouble reading"), adnexa uteri pain ("r & l ovaries pain"), arthralgia ("left and right hip pain"), hyperhidrosis ("severe sweating"), weight fluctuation ("weight fluctuation/only up or down 5lbs"), loss of libido ("no libido"), muscle spasms ("leg cramp"), pruritus ("itching scalp"), cerebral disorder ("brain shocks"), abdominal pain ("abdomen pain"), inflammation ("it measures inflammation in the body"), allergy to metals ("cramps were a effect of nerve damage that the nickel was causing") and rhinorrhoea ("she had a runny nose down") and was found to have hormone level abnormal ("hormone test abnormal"), weight increased ("weight gain") and blood glucose increased ("high blood sugar"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, abdominal distension, feeling abnormal, amnesia, hormone level abnormal, vaginal haemorrhage, rash papular, depression, fibromyalgia, urinary incontinence, migraine, nausea, toothache, tooth fracture, vaginal discharge, vision blurred, vasodilatation, fatigue, weight increased, alopecia, menstruation irregular, lymphadenopathy, muscular weakness, reading disorder, adnexa uteri pain, arthralgia, bronchitis chronic, dyspepsia, hyperhidrosis, eye pain, weight fluctuation, loss of libido, muscle spasms, restless legs syndrome, pruritus, cerebral disorder, inflammation, allergy to metals and rhinorrhoea outcome was unknown, the abdominal pain lower, paraesthesia, menorrhagia, headache, weight decreased, dyspnoea, palpitations, blood glucose increased and abdominal pain was resolving and the dysmenorrhoea and pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amnesia, arthralgia, blood glucose increased, bronchitis chronic, cerebral disorder, depression, dysmenorrhoea, dyspepsia, dyspnoea, eye pain, fatigue, feeling abnormal, fibromyalgia, headache, hormone level abnormal, hyperhidrosis, inflammation, loss of libido, lymphadenopathy, menorrhagia, menstruation irregular, migraine, muscle spasms, muscular weakness, nausea, pain, palpitations, paraesthesia, pelvic pain, pruritus, rash papular, reading disorder, restless legs syndrome, rhinorrhoea, systemic lupus erythematosus, tooth fracture, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage, vasodilatation, vision blurred, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Lot number: 704969, manufacture date:2010-01, expiration date: 2013-01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 51-year-old female patient who had essure (batch no. 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concurrent conditions included obesity, gastroesophageal reflux disease, panic attack, pulmonary stenosis, type ii diabetes mellitus, systemic lupus erythematosis, shortness of breath, palpitation, bronchitis, nausea and heartburn. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge"), pain ("stabbing pains/body aches"), fatigue ("fatigue/cant keep up with everyday task") and bronchitis chronic ("chronic bronchitis") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced paraesthesia ("tingling in arms, legs and feet"), alopecia ("hair loss/hair falling out with bathing and brushing/hair very thin") and restless legs syndrome ("restless leg"). In 2012, the patient experienced fibromyalgia ("fibromyalgia"), toothache ("dental problems tooth ache pain in all teeth, throbbing"), tooth fracture ("chipped teeth"), dyspnoea ("shortness of breath"), the first episode of palpitations ("palpitation") and the first episode of muscular weakness ("weakness in arm and leg"). In 2013, the patient experienced abdominal distension ("bloating"), vision blurred ("blurry vision"), dyspepsia ("chronic heartburn") and eye pain ("eye pain"). In 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leaking urine"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal discharge sometimes bloody"), menorrhagia ("menorrhagia/severe bleeding / abnormally large blood clots") and dysmenorrhoea ("dysmenorrhea (cramping) severe menstrual cramps, dry severe cramps in between periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("lupus"), feeling abnormal ("brain fog"), amnesia ("memory loss"), abdominal pain lower ("cramping"), rash papular ("itchy red bumpy skin"), depression ("depression") with depressed mood and crying, migraine ("migraines"), headache ("headaches"), vasodilatation ("swollen blood vessels"), menstruation irregular ("irregular periods"), lymphadenopathy ("swollen lymph"), the second episode of muscular weakness ("weakness in arms and legs"), reading disorder ("trouble reading"), adnexa uteri pain ("r & l ovaries pain"), arthralgia ("left and right hip pain"), the second episode of palpitations ("palpitation"), hyperhidrosis ("severe sweating"), weight fluctuation ("weight fluctuation/only up or down 5lbs"), loss of libido ("no libido"), muscle spasms ("leg cramp"), pruritus ("itching scalp"), cerebral disorder ("brain shocks"), abdominal pain ("abdomen pain"), inflammation ("it measures inflammation in the body"), allergy to metals ("cramps were a effect of nerve damage that the nickel was causing") and rhinorrhoea ("she had a runny nose down") and was found to have hormone level abnormal ("hormone test abnormal"), weight increased ("weight gain") and blood glucose increased ("high blood sugar"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, abdominal distension, feeling abnormal, amnesia, hormone level abnormal, vaginal haemorrhage, rash papular, depression, fibromyalgia, urinary incontinence, migraine, nausea, toothache, tooth fracture, vaginal discharge, vision blurred, vasodilatation, fatigue, weight increased, alopecia, menstruation irregular, lymphadenopathy, the last episode of muscular weakness, reading disorder, adnexa uteri pain, arthralgia, bronchitis chronic, dyspepsia, hyperhidrosis, eye pain, weight fluctuation, loss of libido, muscle spasms, restless legs syndrome, pruritus, cerebral disorder, inflammation, allergy to metals and rhinorrhoea outcome was unknown, the abdominal pain lower, paraesthesia, menorrhagia, headache, weight decreased, the last episode of palpitations, dyspnoea, blood glucose increased and abdominal pain was resolving and the dysmenorrhoea and pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amnesia, arthralgia, blood glucose increased, bronchitis chronic, cerebral disorder, depression, dysmenorrhoea, dyspepsia, dyspnoea, eye pain, fatigue, feeling abnormal, fibromyalgia, headache, hormone level abnormal, hyperhidrosis, inflammation, loss of libido, lymphadenopathy, menorrhagia, menstruation irregular, migraine, muscle spasms, nausea, pain, paraesthesia, pelvic pain, pruritus, rash papular, reading disorder, restless legs syndrome, rhinorrhoea, systemic lupus erythematosus, tooth fracture, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage, vasodilatation, vision blurred, weight decreased, weight fluctuation, weight increased, the first episode of muscular weakness, the first episode of palpitations, the second episode of muscular weakness and the second episode of palpitations to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received event "it measures inflammation in the body, cramps were a effect of nerve damage that the nickel was causing, she had a runny nose down" were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 51-year-old female patient who had essure (batch no. 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concurrent conditions included obesity, gastroesophageal reflux disease, panic attack, pulmonary stenosis, type ii diabetes mellitus, systemic lupus erythematosis, shortness of breath, palpitation, bronchitis, nausea and heartburn. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge"), pain ("stabbing pains/body aches"), fatigue ("fatigue/cant keep up with everyday task") and bronchitis chronic ("chronic bronchitis") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced paraesthesia ("tingling in arms, legs and feet"), alopecia ("hair loss/hair falling out with bathing and brushing/hair very thin") and restless legs syndrome ("restless leg"). In 2012, the patient experienced fibromyalgia ("fibromyalgia"), toothache ("dental problems tooth ache pain in all teeth, throbbing"), tooth fracture ("chipped teeth"), muscular weakness ("weakness in arms and legs"), dyspnoea ("shortness of breath") and palpitations ("palpitation"). In 2013, the patient experienced abdominal distension ("bloating"), vision blurred ("blurry vision"), dyspepsia ("chronic heartburn") and eye pain ("eye pain"). In 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leaking urine"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal discharge sometimes bloody"), menorrhagia ("menorrhagia/severe bleeding / abnormally large blood clots") and dysmenorrhoea ("dysmenorrhea (cramping) severe menstrual cramps, dry severe cramps in between periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("lupus"), feeling abnormal ("brain fog"), amnesia ("memory loss"), abdominal pain lower ("cramping"), rash papular ("itchy red bumpy skin"), depression ("depression") with depressed mood and crying, migraine ("migraines"), headache ("headaches"), vasodilatation ("swollen blood vessels"), menstruation irregular ("irregular periods"), lymphadenopathy ("swollen lymph"), reading disorder ("trouble reading"), adnexa uteri pain ("r & l ovaries pain"), arthralgia ("left and right hip pain"), hyperhidrosis ("severe sweating"), weight fluctuation ("weight fluctuation/only up or down 5lbs"), loss of libido ("no libido"), muscle spasms ("leg cramp"), pruritus ("itching scalp"), cerebral disorder ("brain shocks"), abdominal pain ("abdomen pain"), inflammation ("it measures inflammation in the body"), allergy to metals ("cramps were a effect of nerve damage that the nickel was causing"), rhinorrhoea ("she had a runny nose down"), sepsis ("infection that turned septic"), malaise ("sick and horrified") and fear ("sick and horrified") and was found to have hormone level abnormal ("hormone test abnormal"), weight increased ("weight gain") and blood glucose increased ("high blood sugar"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, abdominal distension, feeling abnormal, amnesia, hormone level abnormal, vaginal haemorrhage, rash papular, depression, fibromyalgia, urinary incontinence, migraine, nausea, toothache, tooth fracture, vaginal discharge, vision blurred, vasodilatation, fatigue, weight increased, alopecia, menstruation irregular, lymphadenopathy, muscular weakness, reading disorder, adnexa uteri pain, arthralgia, bronchitis chronic, dyspepsia, hyperhidrosis, eye pain, weight fluctuation, loss of libido, muscle spasms, restless legs syndrome, cerebral disorder, inflammation, allergy to metals, rhinorrhoea, sepsis, malaise and fear outcome was unknown, the abdominal pain lower, paraesthesia, menorrhagia, headache, weight decreased, dyspnoea, palpitations, blood glucose increased and abdominal pain was resolving, the dysmenorrhoea and pain had resolved and the pruritus had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amnesia, arthralgia, blood glucose increased, bronchitis chronic, cerebral disorder, depression, dysmenorrhoea, dyspepsia, dyspnoea, eye pain, fatigue, fear, feeling abnormal, fibromyalgia, headache, hormone level abnormal, hyperhidrosis, inflammation, loss of libido, lymphadenopathy, malaise, menorrhagia, menstruation irregular, migraine, muscle spasms, muscular weakness, nausea, pain, palpitations, paraesthesia, pelvic pain, pruritus, rash papular, reading disorder, restless legs syndrome, rhinorrhoea, sepsis, systemic lupus erythematosus, tooth fracture, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage, vasodilatation, vision blurred, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Lot number: 704969, manufacture date:2010-01, expiration date: 2013-01. Concerning the injuries reported in this case, the following one was reported via social media: infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event (sick and horrified) was added. On 23-mar-2020: content from social media received: new reporter was added. No other new clinical information was received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("lupus"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), amnesia ("memory loss"), abdominal pain lower ("cramping") and paraesthesia ("arm and leg tingling"). The patient was treated with surgery (surgical removal of essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, abdominal distension, feeling abnormal, amnesia, abdominal pain lower and paraesthesia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, amnesia, feeling abnormal, paraesthesia, pelvic pain and systemic lupus erythematosus to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.